Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical medfusion pump for dexmedetomidine infusion with precedex running, it was noted that the pump started alarming for system failure. Subsequently, the pump was replaced. No adverse effects were reported.